Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient reused the disposable supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line alarm that occurred during fill 1. The home patient (hp) had changed the cassette and not the bag. The technical services representative (tsr) explained that he would need to start over with new supplies and explained how once a set up was complete, you cannot just change one part of it that you should always change both the cassette and the bags if there was an issue. The hp knew how to end therapy early. The hp was to set up with new supplies. No patient injury or medical intervention was reported.